Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient was vomiting and was nauseous. The patient also was dehydrated and had pancreatitis. The patient was admitted to the hospital and was there for 6 days. The patent was treated with pain medication and insulin.